Manufacturer narrative:
Device 'end of life' was inadvertently reported in the initial report.

Event description:
Additional information received identified that the patient stopped recharging the ipg.

Event description:
It was reported that the ipg reached end of life. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was established post-operatively.